Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: three photos and one physical sample was provided to our quality team for investigation. Through visual inspection, embedded particles were observed with the tip of the syringe. A device history review was performed for reported lot 2309033, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the same lot were used for additional evaluation. All products were inspected, no foreign material or embedded material was observed within any of the devices. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
I'm contacting you in response to a materiovigilance complaint concerning a 20 ml luer lock syringe. This syringe shows black dirt on the luer lock tip.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.